Manufacturer narrative:
The customer reported issue of the autopulse displayed user advisory (ua) 12 (lifeband not present) was not confirmed through review of the and was not observed during the initial functional testing. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported (ua) 12. User advisory (ua) 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The autopulse displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) due to the encoder shaft being not at the "home" position upon powering on the device. No physical damage observed upon visual inspection. In addition, unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Following service, including rotating the shaft to home position, deburred the sticky clutch plate, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The autopulse passed all the testing and met all required specifications. Load cell characterization test was performed and both cells are working within specification. Review of the archive show no user advisory occurred on the reported event date of (B)(6) 2018, thus not confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
During patient care on female in cardiac arrest on (B)(6) 2018, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message and stopped after performing seven compression. Following this, the emergency crew immediately performed manual CPR for an unspecified amount of time. Return of spontaneous circulation (rosc) was achieved upon arrival to the hospital. Following the event, the platform was tested and now displaying user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), user unable to move the driveshaft back to the home position with inserted lifeband pin.